Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer believes the cause to be related to pump's basal rate and correction factor settings. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.